Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Customer reported with an issue of nozzle crushed. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. Device return evaluation found the adhesive part of the lighting lens is peeled off.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection service repair noted the adhesive part of the lighting lens has peeled off due to handling. In addition, deformation of the air supply / water supply nozzle was found and noted (tip collision) observed. The customer reported issue of nozzle crushed was confirmed. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The curved rubber adhesive is missing. The forceps rise angle is insufficient due to wear of the forceps wire. Dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). Leak on scope connector found. Scratches on the operation part, grip, universal cord, up/down knob, switches, right angle fixing knob, due to external factors observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.